Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The additional mitraclip referenced in event will be filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An nt clip (11014r244) was advanced to the mitral valve and placed. While establishing final arm angle (efaa) the clip continuously opened approximately to 20 degrees. After this occurred twice, the device was removed from the patient without incident. A replacement ntw clip (20324r229) was then prepped to be used instead. During prep the clip was inverted and while closing the clip back there was a lot of tension noted. The clip continued to be closed but the tension was audible. Eventually, the device made a "pop" noise and the clip jumped closed. There was a suspected cable break. The device did not come in contact with the patient and was exchanged for a new ntw clip. The new ntw clip was implanted without issue, reducing the mr to grade 1-2. There were no patient effects or clinically significant delay. No additional information is available.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for unintended movement (clip opening while establishing final arm angle/efaa). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).